Manufacturer narrative:
If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
There is a line in the image, the filter becomes detached. This event occurred at the time of before use. There was no report of patient harm.

Manufacturer narrative:
Evaluation summary: the ccd has been replaced.